Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 365 mg/dl. The customer stated that the buttons on the insulin pump had been periodically unresponsive, and because of this she was not able to program the basal rates. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.